Manufacturer narrative:
Seating issue - unable to seat struts. Device not returned. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report were received. Unfortunately, the device is unavailable for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that the device was explanted due to seating issues. Per the operative report, the surgeon had difficulty allowing all 3 struts to be seated subannularly. The device was explanted and replaced with a carbomedics mechanical prosthesis.